Event description:
As reported to coloplast though not verified, it was reported that pt underwent a surgical procedure on (B)(6) 2006. Apogee, perigee and altis were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.